Event description:
Patient hit head prior to the pt not being able to wear device. Using appropriate diagnostic equipment, multiple opens and shorts were found. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.